Event description:
A patient was sitting in the chair with the leg rest fully raised. The chair rest "collapsed down on patient". The patient has a new joint prosthesis implant. This specific chair had just been returned to unity after being repaired by the manufacturer. However, there have been multiple chairs that have had the same issue with sudden collapse.one chair was repaired last month and had the foot rest drop again last week. We own 37 chairs and all have had the same issue. The manufacturer was here and changed the frame mechanism on all 37 chairs, including the chair that had already been repaired once. The chairs have been malfunctioning for the last few months. Although all of these chairs are used in our joint replacement center, there were no patients harmed.we have had the casters on these chairs replaced three times now for issues related to steering and locking. In addition, the wheels get dents in them which the manufacturer stated was from the chairs moving while the brakes were on. There are front and back brakes and after an in-service staff now know to put on the front and at least one back brake, otherwise the chair moves when the patient sits down and dents the wheel.